Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was passed. A receiver charge test was performed and failed due to the battery not charging on testing. A receiver boot test was performed and passed. Functional tests were not performed due to the receiver failing to charge. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a deflective battery. No injury or medical intervention was reported.